Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change procedure, the physician elected to surgically abandon the existing right atrial (ra) lead. The ra lead was exhibiting failure to sense and failure to capture, thus resulting in the implantation of a new ra lead. A new ra lead was successfully implanted. No additional adverse patient effects were reported.